Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedances on the right ventricular (rv) lead. The shock impedances were 99 ohms previously, but in (B)(6), the values increased and fluctuated between 113-129 ohms. All other measurements are within normal limits. At this time, the products remain in service and the patient is expected to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received that the shock impedance measurement had gradually been increasing over past six months with many values in the 140 ohm range a couple greater than 150 ohms. A 41 joule commanded shock was administered and resulted in a shock impedance measurement of 92 ohms. The shock impedance was 133 ohms via painless test thereafter. No fault codes were observed from the shock. Subsequently the physician opted to raise the out of range remote home monitoring alert to 200 ohms and will continue to monitor. The ICD and rv lead continue to remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue to exhibit high out of range shock impedance measurements that have now reached 152 ohms coil to can. Boston scientific technical services (ts) discussed that if the patient received therapy and the shock impedance measurements are greater than 145 ohms there is a possibility of a truncated shock waveform. Ts suggested that the clinic consider further testing of the system. The field representative is attempting to obtain further information. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.